Manufacturer narrative:
The vio integrated electrosurgical generator unit (iesu) has been returned and evaluated by the failure analysis team. Fa was able to confirm issue via system logs and reproduce the issue during in-house testing.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The field service engineer (fse) replaced the integrated electrosurgical unit (iesu). The system was tested and verified as ready for use. An RMA was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, failure analysis of the product related to the complaint cannot be performed.

Event description:
It was reported that prior to starting-post-anesthesia of a da vinci-assisted pulmonary lobectomy surgical procedure, the customer called to intuitive surgical, inc. (Isi) technical support engineer (tse) and reported that the integrated electro surgery unit (iesu) was not working. The customer reported error c-34 was displayed on the iesu. The system was not connected to onsite at the time of the call, possibly due to the system not being in the or normally used. The isi tse asked the customer to check for other error codes in the menus of the iesu. The customer informed errors c-00 and m31 were also present. The customer already attempted to power cycle the iesu, but error c-34 came back immediately after restart. The isi tse informed the customer that the erbe iesu was not usable in its current state and asked if they had an external electrosurgery unit (esu) at hand. The site had a force triad and the isi tse connected with the customer via video call and guided them through which connectors to use on the vision side cart (vsc) and the external esu. The isi tse also guided the customer to find the interconnection cable needed, but the customer could not find it. The isi tse informed the customer they could use the external esu with the foot pedals normally connected to it and the surgeon accepted the setup to start. The procedure was completed as planned with no reported injury.